Event description:
It was reported that during a gastric bypass procedure, there were malformed clips, scissored. The clips twisted when activating the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: no response from customer after multiple attempts to recover the device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the jaws misaligned. In addition, four scissor clips were returned with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, one scissored clip, six minor nonconforming clips and seven conforming clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.